Event description:
It was reported to a physio-control service representative that during annual maintenance on the customer's site, a third party service agent observed that the customer's device had logged an event code in the device's memory and failed the performance tests. The device could not provide defibrillation therapy. It was also noted that the device was physically damaged, but it is unknown whether this affected defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The customer is undecided whether they will have the device returned and repaired. Physio-control has not received the device for repair, a cause of the reported failure could therefore not be determined.